Event description:
A customer reported to beckman coulter, inc. (Bec) that the coulter hmx hematology analyzer leaked approximately 1ml of clear liquid at the blood sampling valve (bsv) onto the counter. The customer was wearing gloves, a lab coat, and goggles at the time of the occurrence. There was no injury or exposure to mucous membrane or open wounds. Medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected. The field service engineer (fse) found a leak at the bsv. The fse noticed that the front blood detector was loose and was obstructing the probe wipe from making a complete movement. The fse readjusted the blood detector and the probe wipe and the leak was fixed. The repairs were verified per established procedures.

Manufacturer narrative:
(B)(4).